Event description:
During the procedure a cancellation occurred due to a startup failure. Upon startup the generator screen remained white. To troubleshoot the generator was connected to a new power outlet and power cycled but the issue was not resolved. The procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported startup issue and subsequent cancelled procedure could not be determined.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator sn (B)(4) was received into the lab for analysis. Functional testing of the returned rf generator confirmed the field reported event as the display remained a white screen after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. Depleted cmos voltage has resulted in default bios settings being loaded which has changed the normal boot sequence and display port settings. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.